Event description:
It was reported that the caller stated patient was in the emergency room as their tremor symptoms returned this morning and the ins isn't functioning. Caller believed ins was off since this same thing happened several months back and they were able to contact medtronic and walk through turning ins back on which resolved the tremors. Patient only had recharger with them (and they had been recharging) which showed ins was off and last quartile was charging. Technical services (tss) walked caller through using insr to turn ins back on and patient's tremors immediately subsided. Pt called back as healthcare provider (hcp) told pt to call into patient services (ps) for education. Pt said they had wound up in ER twice with return of symptoms when their implant battery depleted to off. Ps reviewed how to use patient programmer to turn therapy on. Pt's therapy was on and implant battery was at 75%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.